Event description:
On (B)(6) 2007 I had my saline breast implants replaced with mentor smooth round high profile gel implants. After a few weeks, I developed pain and lumps down the outer sides of both thighs. I mentioned to my plastic surgeon and he said he did not know and didn't think the two were related. I soon developed brain fog, anxiety. Low libido, easy bruising, reoccurring yeast and uti infections, and night sweats. In 2008, I was diagnosed with bipolar disorder and also developed insomnia. In (B)(6) 2010, I was hospitalized for 5 days due to bipolar depression, and in (B)(6) 2010, I had to quit my job as a real estate agent / vacation rental agent (which I loved) because I could no longer function on a regular basis. In (B)(6) 2011, I was hospitalized again for bipolar depression and suicidal, tendencies. Several months later, I filed for disability and in 2012, it was approved. At this point, the pain in my thighs had gotten worse and they were tender to the touch. I was also experiencing some hair loss, brittle nails, more extreme mood swings, dehydration, dizziness, dry eyes / mouth and clumsiness and vertigo. Simple daily tasks were stressful. Over the next several years the brain fog became significantly worse. I have shortness of breath, cold hands/ feet, ringing in my ears, the muscles in my legs are weak to recover after minimal exercise (walking). In 2016, I began to notice periodic pain in my right breast. One night I was cleaning my shower and heard a "pop" sound and at the same time my right implant shifted upward, looked like it flipped over and was very hard and painful. I went back to my plastic surgeon and he said I had capsular contracture and a possible rupture. I had surgery to replace the right implant on (B)(6) 2017 and my dr informed me after surgery that was ruptured. I mentioned all of the problems I was having and asked him if it was possible for the silicone to leak out and he said no. He said it sounded like fibromyalgia symptoms. Since then, I now have extreme in my legs, muscle and joint pain all over, skin freckling, swelling in my legs / ankles, headaches, sensitivity to certain noises, muscle twitching, feels like the inside of my legs are being electrocuted, weight gain, the outer part of my thighs (it band?) Are so knotted up I have to have my husband massage them several times per week. The pain is as intense that I feel like I'm going to pass out. If he doesn't do it, my legs and feet turn inward, my posture worsens and when I walk, my hip pops out and then it feels like the tendon rolls over my thigh bone with shoots pain into my knees so I've got to get off my feet for several days. It band syndrome is usually seen in people who run / jog, I've never been a runner or played sports. Basically, I went from being a very healthy and happy (B)(6) (when I got the silicone implants) to (B)(6) walking around in an 80 y/o body. I never feel good ever. A few months ago I saw a rheumatologist and was diagnosed with rls. I have been prescribed neurontin and take 2 every night. I thought that would help some of the other problems. I was having in my legs but they still exist. Simple things such as grocery shopping wears me out and when I get home, I have to get in bed and put my legs up because they hurt so bad and I also get burning sensations. I am unable to exercise or do any stretching because it makes my symptoms worse. My libido now is non-existent and even when we do have sex, it's very uncomfortable because I'm dry and my legs hurt so bad I can't get comfortable. There are thousands of women with bii. We are all sick, some more so than others. They've destroyed my life and I'd take these toxic bags out if I could afford it. (B)(4).